Event description:
Sorin group (B)(4) received a report that the mast roller pump stopped and displayed an internal system error during the procedure. The system was restarted and the procedure was complete without further incident. There was no report of pt injury.

Manufacturer narrative:
Pt information was not provided. The exact date of event was not provided but it was reported that the incident occurred in (B)(6) 2013. Sorin group (B)(4) manufactures the sorin c5 system with mast roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the mast roller pump stopped and displayed an internal system error during the procedure. The system was restarted and the procedure was complete without further incident. There was no report of pt injury. The investigation is on-going. A follow-up report will be filed when the investigation is complete.